Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. Additionally, the trunk cable connector j702 on the distribution node pca was pulled off the pca. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to run incoming functional testing.